Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The returned instrument was found to have a broken main tube at the distal end. The broken off segment measured approximately 0.064 x 0.076 in size and was not returned with the instrument. The known common cause of this failure is misuse/mishandling. This complaint is being reported due to the following conclusion: there is no indication that the prograsp forceps instrument malfunctioned since the failure analysis results indicated that the damage was due to misuse/mishandling. However, at this time the location of the broken fragment in unknown and it is unclear if any instrument fragments were retained inside the patient.

Event description:
It was reported that during a da vinci assisted hysterectomy with bso (bilateral salpingo-oophorectomy) surgical procedure, as the da vinci robot assistant attempted to remove the prograsp forceps instrument from the patient, it became stuck inside the cannula. The cannula was then removed with the instrument from the patient. It was noticed the tip of the prograsp forceps instrument was dislodged from the shaft. No fragments were identified in the patient, as an x-ray was conducted and was negative. However, the surgical staff indicated that even though they didn't observe any fragments falling into the patient, they were unable to confirm that no fragments were left inside the patient. There was no report of patient harm, adverse outcome or injury. The patient's status was stable and the patient has not returned with any post operative complications.